Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 375cc and experienced bilateral rupture. Rupture was confirmed by ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.